Event description:
It was reported that, the customer had high blood glucose. It was stated that the customer administered thirty units of insulin to correct, which resulted in a low blood glucose causing the customer to be hospitalized. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.